Manufacturer narrative:
B3: date of event - estimated as the date of procedure since the date of event is unknown.

Event description:
It was reported via patient call that chest pain and shortness of breath occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. The patient experienced shortness of breath and chest tightness during the hospitalization post procedure. The patient was scheduled to have a follow-up transesophageal echocardiography (tee) appointment at the end of (B)(6) 2023. No further patient complications were reported.